Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The DHR and the investigation of the digital file did not reveal anomalies. The investigation of returned material shows that the guide sleeve is definitely not seated fully due to interfering debris on the seating surface of the printed mguide.

Event description:
It was reported that an implant that was placed using a mguide is not in the same position as on the surgical plan. The implant is about 3.3mm toward the palatal and just barely in the palatal crestal bone. The doctor requested a second guide to be manufactured, and stated they would remove the first implant, add lingual bone, and place the second implant. At this time, there is no indication from the doctor regarding the second surgery.